Manufacturer narrative:
The actual complaint products are not available for evaluation. A review of the device history record is not possible as no lot numbers were provided. All information reasonably known as of 14 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the time period where the hospital was treating covid patients, there was an issue with disconnection between the closed suction system and the twinstar 90 draëger patient filter (reference (B)(4)). The alleged result of this disconnection was hypoxic bradycardia. Additional information has been requested but not yet received.